Event description:
A customer contacted beckman coulter inc. (Bci) to report that few lines from ration pump and flow cell front tubing leaked during priming of the unit. No injury was reported.

Manufacturer narrative:
The customer re-connected and primed the unit; however calibration on all ion-selective electrode (ise) failed. Customer technical support assisted the customer with troubleshooting and advised customer to perform ise bi-weekly maintenance then prime ise all 25x then recalibrate. Customer stated a leak underneath and behind the flow cell during ise maintenance. The customer found and connected a disconnected tube. No additional leakage is observed.